Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest. No unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery/power alarms/alerts seven days prior from the event date, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 7.0 received the lowbatteryalert (104) on 07/03/2025 06:56:00 after more than 7 days at 15.96 days. Battery cycle 6.0 received the lowbatteryalert (104) on 06/17/2025 07:03:00 after more than 7 days at 9.42 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/07/2025 11:17:00 after more than 7 days at 20.61 days. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion on the force sensor assembly and moisture damage on all the other electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay select button, pillowing keypad overlay, cracked corner at belt clip rail, cracked battery tube threads, partially broken off belt clip rail, missing serial number label, partially broken off retainer, and scratched case. Moisture damage inside pump was confirmed during analysis. No unexpected battery alarms/alerts were noted. Unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a battery alert and fluid leakage from an old battery into the battery compartment. The customer also reported a crack on the reservoir side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting confirmed the correct battery cap was in use, and the o-ring was in place, free of debris, and undamaged. The customer was advised to dry the battery cap and compartment, insert a new aa battery, and tighten the cap. However, the home screen did not appear on the display. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.